Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d9 device returned to manufacturer. Use history: the usage history extracted from the equipment and saved in files in excel format. Analysis of use history: on (B)(6) 2024 there is no record of the flow schedule of 3ml/h or the volume of 250ml. The 250ml volume schedule was registered on (B)(6) 2024, but with a flow rate of 5ml/h. However, the user modified the flow rate nine times and the volume once during the infusion. Regarding the flow schedule of 3ml/h, the last recorded was on (B)(6) 2024, but for a volume of 100ml. However, the user modified the volume seven times and the flow rate six times during the infusion. The resulting volume volumes were compatible with the user's programming and actions. The infusion occurred exactly according to the user's programming and actions. (B)(6) 2024 the drug library was used normally. Functional analysis: functional testing was performed and was working correctly and precisely. Visual analysis equipment appears normal as used. Conclusion in analyzing the history, we found no evidence of an infusion error. The test result showed that the equipment is working correctly and precisely. Technical complaint not confirmed.

Event description:
According to the customer: " patient with niprid cpm infusion started at 3 ml bic total hours of the 250ml solution and when re-evaluated due to a low battery alarm, patient in 1 hour received approximately 200 ml."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.